Event description:
It was reported that balloon rupture occurred. A 20mm x 2.25mm nc quantum apex balloon catheter was used to treat the target lesion. During inflation, the balloon ruptured. The number of inflations and to what atms is unknown. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood in the inflation lumen and balloon. The balloon was loosely folded. Magnified inspection revealed a 10mm longitudinal tear from the proximal end to middle of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.25mm nc quantum apex¿ balloon catheter was used to treat the target lesion. During inflation, the balloon ruptured. The number of inflations and to what atms is unknown. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).